Event description:
Caller reported a malfunction on the pump, identifying an issue where the pump could not enter storage mode despite using different supplies. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.